Event description:
An unknown end consumer was driving a powered scooter down a hill. When he attempted to stop, the electromechanical brake failed to operate and stop the scooter. There was no report of any injury or medical intervention given.